Event description:
The customer reported being hospitalized due to high blood glucose of 680 mg/dl. It was stated that the insulin pump delivered the insulin properly, but the insulin pooled in the customer's body and created a pocket of insulin. The customer stated that her body was not absorbing the insulin and the infusion set was changed, but the customer waited to long and ended in the hospital. Troubleshooting was declined. The customer stated that the insulin pump is disconnected and her glucose level had dropped. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.